Event description:
Received a complete knee replacement. Experienced knocking shortly after the procedure but was told that was normal. Have had pain all along, but it became worse a few months ago and after -x-rays and scans it has been determined that the stryker device is loose and needs to be replaced. The replacement surgery has not been performed because, patient is not ready to go thru surgery again after only four years.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown knee component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving simplex p bone cement was reported. The event was not confirmed. A review of the provided medical records and x-rays by a clinical consultant indicated: no documented follow-up from (B)(6) 2010 to (B)(6) 2014, no x-rays to review after the post-operative films on (B)(6) 2010, and no bone scan images are available for review. If this patient has symptomatic aseptic loosening of her total knee arthroplasty components, it is not confirmed in the documentation available for review. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this four year post-operative clinical situation. Device history review: the batch was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined based on the information provided. The medical review indicates that there is no evidence that the event of component loosening is device or cement related.

Event description:
Received a complete knee replacement. Experienced knocking shortly after the procedure but was told that was normal. Have had pain all along, but it became worse a few months ago and after -x-rays and scans it has been determined that the stryker device is loose and needs to be replaced. The replacement surgery has not been performed because patient is not ready to go thru surgery again after only four years.